Event description:
During a surgical procedure (c-section), a needle holder that was used for suturing, the inside of tip broke off. It was such a small piece that it did not get noticed until pt was in pacu (recovery). Pt had to return to or when it was picked on x-ray and CT scan.